Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on three returned samples of lot code tku055. The results were satisfactory and within specification. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review confirmed one other similar event for the reported lot. This other event remains to be investigated at this time. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the returned samples of the reported lot code tku055 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the returned samples it is not possible to replicate this event.

Event description:
Sales rep reported that simplex cement 6197-1-001 lot tku055 hardens to fast. This hospital has used this cement for many years and all nurses are well trained. This day the cement hardened too fast . It was under a knee surgery. Usually they can cement femur+tibia+ patella at the same time but this day they had to do femur with new cement (another lot number ) because it hardens to fast. This cost the hospital a new femur component. This new cement behaved like it use to do.

Event description:
Salesrep reported that simplex cement 6197-1-001, lot tku055 hardens to fast. This hospital has used this cement for many years and all nurses are well trained. This day the cement hardened too fast . It was under a knee surgery. Usually they can cement femur+tibia+ patella at the same time but this day they had to do femur with new cement (another lot number ) because it hardens to fast. This cost the hospital a new femur component. This new cement behaved like it use to do.

Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.